Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was reading inaccurately high compared to her doctor¿s. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began 45 days prior to her contacting lfs, alleging that she obtained an alleged inaccurately high blood glucose result of ¿198 mg/dl¿ on the subject meter compared to ¿115 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with oral medication, diet and exercise and made no changes to her normal diabetes management in response to the alleged issue. The patient alleged that 30 days prior to contacting lfs, she developed symptoms of ¿sweat and shake¿, she confirmed no treatment was received or required for the alleged symptoms. During troubleshooting, the csr noted that the patient was unable/unwilling to confirm if the subject meter was set to the correct unit of measure, the correct testing steps were being followed and the she had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.